Event description:
It was reported that a piece of the proximal anchor portion broke off from the shaft handle after a few gentle taps into the medial ankle bone. No reported patient injuries. No other complications were noted.

Manufacturer narrative:
Visual assessment confirmed the reported breakage. Approximately .230 of the proximal end of the anchor has broken off and was not returned for examination. As reported the patient had hard bone and the insertion site was prepared using a 3.2mm drill and golden awl. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.